Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic bariatric bypass, the stapler was able to fire, there was bleeding of more than 500cc on the on gastro-entero or entero-entero anastomosis and required a blood transfusion. The surgical time was extended by thirty minutes or more. A second operation was necessary of gastrectomy and the stomach was excluded. There was pain. The patient was hospitalized.